Manufacturer narrative:
E1: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was failed and not detected on bus. A field service engineer removed the back panel and found that the pyxis bus cable had become disconnected from the matrix drawer control board, reseated the pyxi bus cable connection, and after restarting the station, logged into the hardware testing application and successfully completed the required diagnostic tests. The customer then logged into the station and was able to successfully recover the previously failed storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed. The customer stated that device was not detected on bus, also reboot and storage space configuration was unsuccessful. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.